Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1908360, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-30, medical device lot #: 1908356, medical device expiration date: 2024-07-31, device manufacture date: 2019-08-23. Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Investigation summary: two photos were provided to our quality team for investigation. Upon visual inspection of the product, black stains were observed in the syringe barrel. The stains were identified to be burnt material embedded within the syringe. A device history review was performed for lots 1806352, 1908360, and 1908356. No deviations or non-conformances were identified during the manufacturing process for lots 1908360, and 1908356, however, one annotation was identified for lot 1806352 related to this failure. A quality notification was documented for lot 1806352 related burnt materials identified in the barrels which resulted in 91 units being destroyed. Investigation conclusion: it has been received 2 pictures for investigation. Upon visual inspection of these pictures, it can be observed black stain in syringe barrel. This foreign matter is burnt material generated in molding process and it is embedded in the barrel walls. Root cause description: during manufacturing, particles can generate during the molding process due to a failure in the mold and may become injected into the molded piece, as seen in the product reported. Injection machines are ran before use to remove any excess particles, rejecting the first few pieces. Machines routinely undergo proper maintenance and clearly defined cleaning procedures. While we cannot verify the lot associated with the product observed in the photos, the foreign material observed is embedded material which likely generated during the molding process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Rationale: manufacturing personnel have been notified of this incident to increase awareness of this matter. Quality project (B)(4) is open to reduce foreign matter defects in hypo products. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had black, "greasy" foreign matter in it. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "there is a black substance on the syringe. It is incorporated in the plastic and will not go off. A slight "greasy" deposit on the inside of the syringe. Lot 1806352; and 1908360 or 1908356".